Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed the ECG fall-off tet. Upon evaluation, the u703 component was shorted on the distribution node (dn) pca board. The cause of the non-functional ECG electrodes is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged component.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.